Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The customer was advised to replace the machine flow sensor to address the issue.